Manufacturer narrative:
A follow-up will be sent if additional information is received.

Event description:
Dealer advised left drive wheel is wobbling with a load. Dealer advised making a rubbing or grinding noise coming from the gearbox. Dealer could not provide any further information.

Event description:
Dealer advised left drive wheel is wobbling with a load. Dealer advised making a rubbing or grinding noise coming from the gearbox. Dealer could not provide any further information.

Manufacturer narrative:
Device was returned for evaluation, updated accordingly. Failure modes: motor, (B)(4), not able to duplicate issue.